Event description:
Customer reported the insulin pump alarming button error. Customer tried to clear the alarm but the insulin pump keeps vibrating. The blood glucose reading is 220 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act and down button response due to corroded keypad traces. No button error alarm or unexpected vibration noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.